Manufacturer narrative:
Continuation of d10: section d references the main component of the system. Other medical products in use during the event include: product ID: 9733986, version 5.4.1 h3, h6) no parts have returned to the manufacturer for analysis. Codes b17, c20, and d15 are applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used during an electrode and probe placement procedure. It was reported that the software was unable to import images. The site was attempting to confirm the correct scan date of images pushed over from the medtronic imaging system and was unable to progress past the date confirmation window. The date automatically entered through the software was confirmed to be correct, and came over in the format "(B)(6) 2023" which is the same date shown on the imaging system. An error message continually displayed "please try again, enter scan date in the form of yyyymmdd". The navigation system was rebooted multiple times without effect. There was troubleshooting present. It was reported that scans were pushed from the imaging system to the navigation system and it was confirmed that this was the normal workflow for deep brain stimulation (dbs) cases at the site. The scans were manually pushed from the imaging system and were visible on the navigation system and were able to be selected in the software. The patient name listed on the imaging system matched the pre-op scans from the same patient on the navigation system. It was confirmed that the image acquisition system (ias) and mobile viewing station (mvs) were on and connected when the images were pushed to the navigation system and all green bars were present for transfer. Then, the imaging and navigation system were disconnected prior to verifying date within the software. The navigation system was rebooted and the patient was attempted to be deleted, but a black screen appeared in the middle of the screen and the system became unresponsive for roughly 30 seconds before the patient was deleted and the system again became responsive. The site went into the "load patient" task and received the error "load failed" when attempting to re-load the imaging system's image. The site removed some patient images which appeared to temporarily resolve the issue, but then the issue began to occur again. The site rebooted again and was able to load the imaging sysem's scan via the "load patient" task, but then the image could not be windowed. The site set the imaging system's scan as the reference, verified orientation, confirmed there was a green checkmark on the reference image, and again was unable to confirm the scan date. The site rebooted again and selected the images with plans on them and progress to the "end" task within the software and exported those images to a universal serial bus (usb) as an archive. The site noted no window popped up after selecting "archive", and hitting "next" progressed to the "remove exam(s)" task. Over 90 percent (%) of the storage in the software had been used. After going back into the "archive" task, the site was able to download all required images to a usb and upload them into the software on the other navigation system on site. On the other navigation system, the site confirmed the archive imported as expected, plans were visible, and the previously conducted merge was visible and correct. The site pushed the required imaging system's scans to the other navigation system and the issue was resolved. The probable cause noted was insufficient software storage space. There was no impact to patient's outcome and surgical delay was reported as one-hour or longer.

Manufacturer narrative:
H3, h6) a manufacturer representative went to the site to test the navigation system. Testing revealed the system performed as intended and no faults were found. Codes b01, c19, and d14 are applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the representative was unable to replicate the issue while on site but not iced a lot of patients on the software and deleted as many as they could at that time. It was reported other applications had low patient quantity as well.

Manufacturer narrative:
H3, h6: software data was received for analysis. Logs were reviewed and captured two sessions on the issue date. Logs recorded file descriptor errors while extending the logical volume for exams, resulting in insufficient free space. As per the case details, over 90% of the storage in the framelink software had been used, hence suspecting the memory issue might have resulted in the error message popup while confirming the exam dates but there is insufficient information to determine whether a software anomaly contributed to the reported behavior. Previously reported codes b01, c19, and d15 are applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.